Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the nose with 0.4 cc of juvéderm voluma with lidocaine. Immediately after the injection, the patient developed ¿acute vascular occlusion¿ on the right side with ¿double vision and headache.¿ the patient was treated with hyalase in the nose, glabella, and forehead and was admitted to the emergency clinic with ¿suspected anaphylactic shock.¿ the event is ongoing.

Event description:
Additional information reported a clarification to an illegible word of patient developed acute vascular occlusion and "illegible word " on the right side with double vision and headache. Healthcare professional clarify the illegible word is "angular artery."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.